Event description:
Complaint description: according to the complaint's atty, a pt allegedly became infected with the human papillomavirus ("hpv") as a result of a diagnostic colonoscopy procedure. According to the report, the infectious virus, which caused genital warts, has allegedly caused the pt to endure regular pain, itching and irritation. Background: the atty's complaint alleged that the colonoscope used during the procedure was not sterilized prior to the procedure. Furthermore, the atty alleged that the gluteraldehyde disinfectant, used to disinfect the colonoscope, was defective in design and MFR since when used as recommended, it caused infectious human by-products to remain inside the colonoscope. According to the atty's complaint, the pt's infection is being attributed to reprocessing of the endoscope. Note that olympus has not confirmed that the endoscope described in this report is an olympus product. Olympus became aware of the alleged injuries from the atty's complaint and not from hosp personnel. Olympus personnel have not discussed the alleged event with hosp personnel. A search of the MDR database confirmed that the hosp did not contact olympus following the event. Due to the fact that info from the user facility is not available, it is impossible to gather info about condition of their endoscopy equipment, endoscopy repair records, reprocessing procedures, chemicals and equipment used at the facility. Olympus microbiology characterization: according to an olympus microbiologist, a search of medical literature has not uncovered a report which documents the transmission of hpv by medical instruments. He added that there are a number of reviews that mention viral transmission of hpv and suggested that perhaps a more complete literature review might provide some insight into the likelihood that this particular virus could be transmitted via gi endoscopes. Based on the very limited available info, the microbiologist suggested that: genital warts are considered a sexually transmitted disease. It should be determined if the facility uses single use instruments, such as biopsy forceps. The rationale being that the transmission of disease is much more likely with an instrument that penetrates mucous membranes rather than one that does not penetrate the body's protective membranes, such as an endoscope.